Event description:
Pt having laparoscopic surgery. During insertion of the trocar surgeon noted a 1.5mm white ring lying in abdominal cavity. Surgeon able to remove then proceeded with no adverse effect.